Event description:
On 22-jun-2023, abbott point of care (apoc) was contacted by a customer who reported that while performing a software update, there was a "downloader could not be configured" message. The analyzer software update was successful. However, customer states that usb cable caught of fire. Customer reports her finger was slightly burned but did not require medical attention. A picture of the frayed usb cable used at the time of the event was provided. There is no evidence of a product malfunction. It appears the cable became faulty from use over time related to normal use and should have been replaced by the facility. The facility has had the product since purchased on or about 28-sep-2018 when ordered. There were no injuries reported that required any medical attention. The user did not require medical attention beyond basic first aid. The customer reports that the downloader and analyzer have been in use since incident without issues. The usb cable was replaced and discarded. The product is being replaced at no charge and returning for investigation. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.

Manufacturer narrative:
Apoc incident# (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 11-sep-2023. The customer reported that, when analyzer s/n (B)(6) (containing an I-stat rechargeable battery with a born-on date (bod) of (B)(6) 2018) was docked in downloader recharger (drc) s/n (B)(6), smoke was emitted from the usb cable that was connected to the drc, followed by a spark. The customer also reported that her finger was slightly burned but did not need any medical treatment. Additionally, the power cable and the usb cable in use with the drc at the time of the event were provided by apoc. The burned usb cable was discarded by the customer after the incident. A photo provided by the customer shows that the usb cable had damaged insulation and exposed wires, the cause of which is unknown. Failure analysis could not be performed as drc s/n (B)(6) has not been returned to flex. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
Na.